Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after manually closing the door, then rehoming the system. Issue was immediately resolved with rehoming. System check out completed. System is functioning normally. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 applicable codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors will not open or close. The site was unsure of the current state of the doors. There was no patient present. The most likely cause was the misaligned dingus.